Event description:
It was reported that the abbreviations of the picco parameters are partly in other countries. No injury was reported.

Manufacturer narrative:
We are still investigating this reported incident. A follow-up report will be submitted as soon as our investigation is complete.